Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 90% stenosed, de novo lesion in the proximal to mid left anterior descending artery. The nc tenku 2.5 x 15 mm balloon ruptured at 3 atmospheres possibly due to the calcified lesion. There was no patient effect caused by the rupture. The device was prepared outside of the anatomy and the balloon was soaked in normal saline prior to use. There was no resistance upon removal of the protective sheath. No issues were noted prior to use. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.